Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 549 mg/dl. Customer stated that the insulin pump received insulin flow blocked alarm while bolus. Customer stated that the cannula was not bent. Customer was explained that the infusion set might be occluded and advised to change the entire infusion set. The insulin pump will not be returned for analysis.